Event description:
During follow-up, the device was unable to be interrogated. The device was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
The reported event of unable to interrogate the device was confirmed. The device could not be interrogated, as the device memory was corrupt. The device memory was tested in the laboratory, and no anomaly was found. The memory corruption was not reproduced, and the cause of the report event could not be determined.